Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the territory manager (tm), during a tavr procedure using a 26mm sapiem 3 ultra valve via transfemoral approach, upon deployment the team noticed that the stent frame strut was bent outwards on the 26mm sapien 3 ultra. The team decided to then remove the valve and delivery system from the body. The team was successful pulling the 26mm sapien 3 ultra valve back into the distal portion of the sheath. The valve, delivery system and sheath were removed as one unit successfully. A new 14 fr e-sheath was inserted followed by a new delivery system and valve were prepped. The new 26mm sapien 3 ultra was successfully deployed.

Manufacturer narrative:
Correction to h6; type of investigation. The 26mm sapien 3 ultra valve was returned for examination and was confirmed based on the returned device imagery. A visual examination found that one strut was bent at the inflow side and that the valve frame was slightly canted/distorted. All other information that was previously reported is still applicable with no changes.

Manufacturer narrative:
Update to h6; component code, type of investigation, investigation findings, investigation conclusion. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided by the site and revealed the following: the patients access vessel had the presence of calcification and tortuosity, one strut was bent outwardly at the inflow side and one exposed strut through the skirt was observed after expansion (normal after crimping and being used). A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on the returned device imagery provided. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "during a tavr procedure using a 26mm sapiem 3 ultra valve via transfemoral approach, upon deployment the team noticed that the stent frame strut was bent outwards on the 26mm sapien 3 ultra. The team decided to then remove the valve and delivery system from the body. The team was successful pulling the 26mm sapien 3 ultra valve back into the distal portion of the sheath. The valve, delivery system and sheath were removed as one unit successfully." Per the training manual, "insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion" and "in expectation of high friction, use short movements and push delivery system closer to sheath hub." Furthermore, the training manual instructs that "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification," "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system," and "do not over-manipulate the sheath at any time." Per imagery review, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity in vasculature can create a challenging pathway during delivery system advancement, which can lead to higher push force. So, if excessive force was applied to overcome associated resistance, it could lead to the valve struts interacting with the sheath shaft, resulting in the bent struts as seen at inflow. In this case, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (high push force, excessive device manipulation) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage has been previously identified in product risk assessment (pra) and a CAPA.